Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient performed a patient-initiated interrogation (pii) and a red call doctor icon was observed. A boston scientific latitude customer support specialist instructed the patient to unplug the communicator and plug it into a different power source. The icon was still present, and the patient was referred to the clinic. Review of the remote data identified the alert was for an out-of-range shock impedance measurement of 134 ohms. The system remains in service and no adverse patient effects were reported. It was reported that a boston scientific technical services consultant reviewed the data from the past year which showed a couple of spurious measurements with an average trend in shock impedance around 100 ohms. The system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient performed a patient-initiated interrogation (pii) and a red call doctor icon was observed. A boston scientific latitude customer support specialist instructed the patient to unplug the communicator and plug it into a different power source. The icon was still present, and the patient was referred to the clinic. Review of the remote data identified the alert was for an out-of-range shock impedance measurement of 134 ohms. The system remains in service and no adverse patient effects were reported. This supplemental report is being submitted to correct the model and serial number of the product.

Manufacturer narrative:
Efforts to obtain additional complaint details have not yet been obtained. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient performed a patient-initiated interrogation (pii) and a red call doctor icon was observed. A boston scientific latitude customer support specialist instructed the patient to unplug the communicator and plug it into a different power source. The icon was still present, and the patient was referred to the clinic. Requests have been made for the specific issue(s) the icon was generated for. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional complaint details have not yet been obtained. This investigation will be updated should further information be provided.